Event description:
(B)(6) 2011 patient was seen in the emergency room with complaints of redness, eye pain, photophobia, blurred vision and eye discharge. She was diagnosed with a corneal ulcer on the right eye and prescribed vigamox eye drops. (B)(6) 2011, follow up notes bacterial keratitis and resolved corneal ulcer. (B)(6) 2012 follow up bacterial keratitis resolved. Scar not in visual axis.

Manufacturer narrative:
No lenses were returned for evaluation.(B)(4): not returned to manufacturer.